Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon of the foley catheter inflated asymmetrically.

Manufacturer narrative:
The reported event was confirmed. A temperature sensing catheter was returned. The device was inflated with 10 cc of water. There was no inflation issues. However, the balloon was asymmetrical. This product did not meet specifications as the inflated balloon was noted asymmetrical by 70 /30 and the specifications required at most asymmetrical by 60/40. A potential root cause could be due to "controller failure, steam valve failure, incorrect set point". Based on the original event, it can be determined the product was being used for diagnosis; however it cannot be determined if the product itself was used for treatment. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The catheter subassembly is found in trays: a909116m, a119416m, and 909116m; single strip package:119416m; and subassembly in sa7601008. With only a manufacturing lot number and not tray product catalog # it cannot be determine which IFU, the customer received. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during evaluation of the sample, the balloon on the foley catheter inflated asymmetrically.